Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. The customer stated that she has to change batteries three times a week and that new batteries would get a failed battery test alarm on a consistent basis. No products were returned and a replacement battery cap was shipped to the customer.